Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the (B) (4) study. The patient was a white male with a history of hyperlipidemia, cardiac arrhythmia, CABG, smoking, coronary artery disease, myocardial infarction and hypertension. The target lesion was a right proximal internal carotid artery. The lesion length was 20mm and diameter was 5mm. The lesion was moderately calcified. Pre-procedure stenosis 99%. The lesion was pre-dilated. A precise pro rx 8 x 30mm stent was deployed at the target lesion . An angioguard rx, size 6, was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 10%. The patient was discharged 6 days later. Approximately 8 months later ((B) (6) 2009), the patient died. The death was determined from the social security death index. Phone calls to the patient¿s given telephone number and a certified letter remain unanswered. Therefore the cause of death for this patient remains unknown.

Manufacturer narrative:
The patient is from the (B) (4) study who was a white male with a history of hyperlipidemia, cardiac arrhythmia, CABG, smoking, coronary artery disease, myocardial infarction and hypertension. The target lesion was a right proximal internal carotid artery. The lesion length was 20mm and diameter was 5mm. The lesion was moderately calcified and pre-procedure stenosis was 99%. The lesion was pre-dilated and a precise pro rx stent was deployed at the target lesion. An angioguard rx was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 10% and the patient was discharged 6 days later. Approximately 8 months later, it was discovered that the patient expired. The death was determined from the social security death index. Phone calls to the patient¿s given telephone number and a certified letter remain unanswered. Therefore, the cause of death for this patient remains unknown. A review of the manufacturing documentation associated with lot 14062724 was performed and it was found that no issues were present during the manufacturing and inspection processes. 2 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken, given that; the reported event does not appear to be related to the manufacturing process.

Event description:
It was reported to boston scientific corporation that a hydrajagwire guidewire was used during a procedure to remove bile duct stone(s) performed on (B)(6), 2010. According to the complainant, after the procedure was completed, the physician noticed that the distal end of the hydrophilic coating of the guidewire peeled off. Additional information revealed that the physician did not face resistance advancing the guidewire and no part of the coating fell into the patient. The procedure was completed with the subject hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.